Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(4). G1: device manufacturer address 2: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump experienced an undetermined malfunction. This issue was further described as, ¿plunger delays to engage and did not go through infusion went to flush¿ this issue occurred during programming/setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The event history log review was performed which identified that the user selected "flush" then 27 seconds later started the infusion; however, this event is not an indication that it contributed to the reported issue. Functional testing was performed with different in-lab syringe sizes; the device recognized each syringe size and delivered the amount of fluid programed with no issues. Fluid delivery tests were performed and the pump delivered fluid within specifications. A service history review was performed and revealed that the device has no previous service events in the last year; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.